Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were not working. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. . Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive and alarm that occurred was sensor error. Customer was able to successfully clear the alarm. Customer states all buttons were not responding. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).